Event description:
Boston scientific received information that a red alert was issued as the mode was set to a value other than monitor and therapy. No further information was able to be obtained regarding this red alert. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.